Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports his ipg is no longer able to communicate with his external devices. The patient reports he has lost stimulation the end of (B)(6). A replacement charging system was sent to the patient which did not resolve the issue. The patient underwent surgical intervention to remove and replace his ipg which resolved the issue. This report was originally submitted on (B)(6) 2015 under MFR report # 1627487-2015-26172. The filing is hereby resubmitted to reflect the appropriate MFR report number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg and lead which resolved the issue. In addition, the lead was determined to be fractured (reference MFR. Report: 1627487-2015-21197).